Event description:
The tip broke off inside patient. An x-ray was done and the doctor was able to retreiv e the tip. No harm to the patient reported. Surgery was delayed about 45 minutes to get the xray done and retreive the tip.